Event description:
Caller reported finding an exposed safe-t-pro plus lancet in a box of approximately 50. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.